Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx indicating that the customer wants to order a replacement ac power module. There was no patient involvement. The customer was informed by remorte support that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. The customer later confirmed that the issue was gone, no root cause found and the device was back to full function now. The reported issue could not be confirmed since no evaluation was performed. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The customer was aware of the end-of-life terms and the device remains at the customer site. No further investigation or action is warranted.

Manufacturer narrative:
H3 other text : device is end of life / end of support.